Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that they were experiencing ventilation volume measurement. A field service engineer (fse) went onsite and was unable to duplicate the issue. No fault was found at the time of device evaluation for the reported issue for volume measurement failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating the ventilation volume measurement (displayed value for ventilation volume) was anomalous. The device was not in clinical use. There was no report of patient or user harm or injury. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.